Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension broken and missing a .180 inch by .130 inch piece at the proximal clevis interface. The clevis is dislodged from the tube extension. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a pt during a surgical procedure. Engineering also observed the main tube has a deep scratch just below the midpoint with material removed. The scratch is .400 inch long and is diagonal to the tube's longitudinal axis. The main tube damage was likely caused by inadvertent contact with another object, based on the location. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the orange cover is cracked on the monopolar curved scissors instrument. No additional info was provided. No patient harm, adverse outcome or injury was reported.